Event description:
It was reported that there was a failure in cuff inflation. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one cuff device and one photo of the sample was returned for evaluation. The sample was received in used condition without the original package. Visual inspection and functional testing were performed. The sample was visually inspected at 12 to 16 inches distance under normal conditions of illumination to detect any condition that could cause a leak and a syringe was connected to the pilot balloon to detect leaks. Leakage was detected in the cuff; thus, the customer complaint issue was confirmed. Based on the analysis conducted in the sample provided, the root cause was determined to be due to damage during handling. A customer notification was made to production personnel to explain the importance of adherence to following the manufacturing procedures. A device history record (DHR) review was conducted and there were no issues or nonconformances reported during the manufacture of this lot. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
Additional information was received which stated that the returned item number and lot number does not match what was reported.